Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the investigation of the complained instrument found that the tip is broken off. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The broken surface is homogenous which indicates material conformity. We are not able to determine the exact cause that lead to the occurrence. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: when finishing up an open reduction internal fixation of distal femur procedure using the liss system, the surgeon noticed that the extremity of the 324. 033 instrument had broken off the bone. The broken instrument was noticed by the surgeon as he was removing the instrument. After decontamination, the broken instrument was sent to synthes warehouse. The sales rep, was not present during the procedure. This is report 1 of 1 for (B)(4).